Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.

Event description:
When the charged batteries are connected to the controller unit providing power the controller unit automatically switched to the other battery. The batteries were replaced in accordance (B)(4).

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. An internal investigation has been open to address this issue. Following additional regulatory authority feedback, the manufacturer is expanding the field safety corrective action (fsca) to recall certain older batteries. The expansion of this fsca is to remove certain older batteries which were produced in specific ranges of battery serial numbers which are more likely to exhibit premature or unrecognized deterioration of battery capacity. Our risk assessment for this issue remains unchanged at this time. Complaints will be closely monitored to ensure that the ventricular assist device system functions as intended, and to assess the effectiveness of the fsca. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.